Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the event reported was not duplicated during the device evaluation. The image stabilized normally without any issues. The evaluation found the lamp bulb had been used for over 500 hours and reached the end of its life. Should additional relevant information become available, a supplemental report will be submitted. Related complaints: (B)(4).

Event description:
It was reported, the light source power shut off. The issue occurred during a diagnostic procedure. There were no reports of patient harm.